Event description:
The customer reported the device fails the defib and pacer segments of the user initiated operational check. This issue was reported to have presented during user initiated testing; there was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails the defib and pacer segments of the user initiated operational check. This issue was reported to have presented during user initiated testing; there was no report of patient involvement. Philips evaluated the device and confirmed the malfunction. Philips resolved this malfunction by replacing the power pca.